Event description:
It was reported the device comes up with 2 system errors -base timeout- and -battery communication timeout-. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, the right plunger case was cracked along with the top case. The battery was counterfeit. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Noticed contamination on the interconnect board. Replaced interconnect board and counterfeit battery. Replaced cracked right plunger case along with all the plastic parts of the plunger head. Replaced cracked top case. Updated to software. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: catalog number: 4000-0106-01. D4: correction: model number: 4000.